Event description:
It was reported that during follow-up, this device exhibited an unintended remaining battery life, moving from over ten years, to only two years of remaining battery life, within one years time. It was additionally noted there was right atrial noisy signals and a low pacing impedance measurement; for this reason, the device was reprogrammed from ddd to vvi to avoid further current consumption and an x-ray taken to ensure no associated lead fractures. X-ray imaging suggested no lead fractures; to date, both the device and right atrial lead remain implanted and in service. Subsequently, this device was explanted and replaced. No procedural adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during follow-up, this device exhibited an unintended remaining battery life, moving from over ten years, to only two years of remaining battery life, within one years time. It was additionally noted there was right atrial noisy signals and a low pacing impedance measurement; for this reason, the device was reprogrammed from ddd to vvi to avoid further current consumption and an x-ray taken to ensure no associated lead fractures. X-ray imaging suggested no lead fractures; to date, both the device and right atrial lead remain implanted and in service. Subsequently, this device was explanted and replaced. No procedural adverse effects were reported. The device has been returned for analysis.